Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during that implant procedure that the pacing lead could not be fixed in the atrial appendage and exhibited high thresholds. The pacing lead had dislodged. The lead was replaced. No patient complications have been reported as a result of this event.